Manufacturer narrative:
Please note that this product, (lot no.) Is not distributed in the united states. However, it is similar to the us distributed. It is available for testing and evaluation but the engineering report is not yet available. Additional information received will be provided within 30 days upon receipt.

Event description:
During percutaneous coronary intervention (pci), the balloon bust and another balloon was used to fully expand the stent. This patient presented to the cardiac catherization unit and percutaneous coronary intervention was performed on a 90% de novo lesion in the distal right coronary artery (rca) that was highly calcified. After intra-vascular ultrasound (ivus) was conducted, pre-dilation was done with a 3.25x20 avion high-pressure balloon. The 3.0x33mm cypher stent was delivered to the target lesion. While inflating the unit at the target site, the balloon ruptured at 12 atmospheres (atm). The physician confirmed the stent was already deployed and the stent delivery system was retrieved from the patient. Coronary angiography was conducted and the stent was under-dilated. Post-dilation was conduced with the same balloon used during pre-dilatation. Ivus was conducted and sufficient stent apposition was confirmed at the target site. The procedure was successfully completed. There was no patient injury reported. The product was clinically used and will be returned for analysis. The physician commented that there was a possibility that the balloon ruptured due to the severe calcification, regardless of the brand balloon used.